Event description:
We have had two residents using invacare personal back wheelchair backs that have experienced the back falling out of the chair. The back is held in place by pins that cannot be secured in anyway. In order to secure the pins, a velcro strap is provided to put over the pins to keep them in place. We believe that this is not a satisfactory solution. These w/c's are bought and paid for by facility, and fitted for the resident's, we have no alternative to obtain a different product. Diagnosis or reason for use: use for mobility and proper positioning.